Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked during patient infusion. A small amount of solution from the balloon was observed within the bottle. The leak was contained within the device housing/casing. The device was filled with fluorouracil 3528mg in 115ml of sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.